Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-06984. It was reported that during an elective ipg replacement, the physician noticed a lead fracture and when moving one of the leads both moved, therefore during surgical intervention both leads were explanted and replaced to address the issue. Effective stimulation was restored.